Manufacturer narrative:
Technical services evaluated the returned product which confirmed the broken stat. The returned product was scrapped. A replacement stat was sent to the customer. The product was evaluated for the reported malfunction and the malfunction will be tracked and trended to determine any additional actions. Additional part used: glidescope avl monitor; catalog: 0570-0314; sn: (B)(4). Additional part used: glidescope avl video baton 3-4; catalog: 0570-0313; sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a gvl 4 stat, the tip of the stat broke off in the patient's mouth. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.